Event description:
The reporter indicated that the peg coating fell off the lead tip before implant despite the cover being removed carefully. The peg appeared dry, brittle, and cracked. The lead was implanted. There was no pt involved in this event.